Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on an (B)(6) 2001. The patient was revised on (B)(6) 2014 due to symptomatic poly wear. The liner was removed and replaced.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. A revision has been indicated due to an unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - unknown. PMA/510(k) number. Manufacture date ¿ unknown.